Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error message to change tubing. The error occurred about 4 hours into use. The patient changed out their tubing and cassette, and 4 hours later the error message appeared again. The patient switched to their back up pump. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that there was no patient involvement. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check performed. The customer's reported problem was verified. The pump's internal real time clock lithium battery date was found to be corrupted. Service replaced the pump faulty mpu board to correct the reported problem. The root cause of the issue is unknown.